Event description:
Per spontaneous call from patient, she is reporting her most recent order of her tubing has been leaking. Patient ensured the tubing is set up correctly and has tried several sets, but they all seem to be leaking from the same area. New order set up for more tubing. Lot number and expiration date unknown. No return tracking information as product is discarded. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump at the time of event is unknown. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; pt did not save tubing. Did we [MFR] replace the device? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.